Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Surgeon reported via our sales rep, that a long gamma nail which was implanted in (B)(6) 2010, broke.